Event description:
A compounded tpn was being prepared using ICU medical 500ml empty containers (single use bags). Upon final inspection of the compounded product, two different bags from the same ICU medical package had a single small piece of clear plastic suspended in the solution. Reference report: mw5168399.